Manufacturer narrative:
Visual inspections & results: balloon condition, ab)torn; cam condition, desufflation lever condition, extension condition, inner and outer gasket condition, and sleeve condition, ab)good; and stopcock condition, a)open b)closed. Functional tests & results: balloon inflation test, ab)could not insuffla. Analysis conclusion: ab)based upon the inquiry info received and the visual examination, it was concluded that the balloons had torn at the distal tip, making the instruments none functional. The instruments were received with the distal rings of the extensions pushed through the tips of the balloons. All of the pieces of instrument "a" were present, but a 1" in diameter piece from instrument "b" was not returned. The instruments would not function as designed due to torn balloons and no conclusion could be reached as to what may have caused the balloons to tear. Ab)each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co products.

Event description:
The devices were used during an unknown procedure, it was reported by the affiliate that the balloons were damaged. There was no pt consequence.